Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic on an unknown date. It was reported that a laparotomy procedure was carried out as a type ia endoleak was suspected at patient follow up on an unknown date. A 3mm perforation was observed was observed in the mainbody of the stent graft. The perforation was sealed by applying coagulant. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.